Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: lymphadenopathy, seroma-late, rupture, granuloma.

Event description:
Healthcare professional reported "completely broken implant". Later healthcare professional reported "capsular contracture baker grade ii, suspicious lymph node, seroma and multiple silicones". This record is for the left side. Device was explanted and replaced. Device will be returned.